Event description:
It was reported that the user experienced both high and low blood glucose while using the ilet after announcing a late dinner that was close to their usual 45 g carbohydrate meal as ¿less than,¿ leading to overnight hyperglycemia then pump-driven corrections followed by a continued downward trend to hypoglycemia. The event involved treatment with oral glucose (juice), and the device component relevant to the event was the user interface given the meal announcement interaction. Symptoms included thirst during hyperglycemia peaking at 308 mg/dl and hypoglycemia with a nadir of 39 mg/dl. Outcomes included serious injury and the need for unexpected medication intervention to treat the low glucose with oral glucose. Investigation included user communication and interviews, along with analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, specifically meal announcement selection, involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.